Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. Microscopic examination revealed that the balloon has a pinhole 5.5mm from the proximal markerband. The tip is damaged. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09388 and 2134265-2017-09389. It was reported that balloon rupture occurred. The target lesion was located in the calcified mid left circumflex (lcx) artery. Two 2.50mm x 15mm nc emerge® balloon catheters were selected to dilate the lesion. However, on both occasion during the first inflation at 16 atmospheres, backflow of blood on the inflation device was noted suspecting a balloon rupture. The devices were completely removed and was replaced with a 3.00mm x 8mm nc emerge® balloon catheter. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with the deployment of a stent. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09388 and 2134265-2017-09389. It was reported that balloon rupture occurred. The target lesion was located in the calcified mid left circumflex (lcx) artery. Two 2.50mm x 15mm nc emerge® balloon catheters were selected to dilate the lesion. However, on both occasion during the first inflation at 16 atmospheres, backflow of blood on the inflation device was noted suspecting a balloon rupture. The devices were completely removed and was replaced with a 3.00mm x 8mm nc emerge® balloon catheter. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with the deployment of a stent. No patient complications were reported and the patient was fine.